Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that powerglide safety cylinder not activated, stayed within powerglide "house". Sharp bevel not saftied after catheter threaded into patient. No harm to patient or clinician, catheter successfully inserted. No other information was provided.